Event description:
A surgeon reported a patient developed endophthalmitis following implantation of an intraocular lens (iol). There was a fibrin coating visible on both sides of the iol. The intraocular lens was implanted in 2001. Three weeks later, the patient presented with an intense inflammatory reaction and had count fingers (cf) vision. As of 4 weeks post surgery, the patient is improving (va 20/70). The association between this event and the iol is not known.